Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lhr (lot f1421904) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided, the root cause of the reported event could not be determined. (B)(4).

Event description:
The following information was reported: deployed mx6721 and held for 4 minutes. A hematoma then formed, approximately 5 cm x 5 cm in size. Held additional 10 minutes of manual compression followed by placement of a femostop device. The patient was not hospitalized. Procedure type: intervention coronary sheath size: 6f.